Event description:
During a percutaneous transluminal angioplasty (pta), when the physician attempted to remove a 10mm powerflex pro catheter, it got stuck with the sheath introducer, and could not be retrieved. Therefore, the powerflex pro with the sheath introducer was removed as a unit. An approach was made with a 6f terumo sheath introducer. After pre-dilatation was conducted with a 6mm volcano angiosculpt balloon catheter, the powerflex pro was delivered to and inflated at the lesion for additional dilatation. However, when the physician attempted to remove the powerflex pro, it got stuck with the sheath introducer and could not be retrieved. The target lesion was the left subclavian vein. The lesion was not calcified, and was tortuous, with a rate of stenosis of 90%. The product was clinically used. The procedure was finished, and there was no reported patient injury. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during removal of a powerflex pro balloon catheter following percutaneous transluminal angioplasty (pta), when the catheter became ¿stuck¿ with the sheath introducer and could not be retrieved. Therefore, the powerflex pro with the sheath introducer was removed as a unit. There was no patient injury reported. The target lesion was the left subclavian vein. The lesion was not calcified or tortuous, with 90% stenosis. Following placement of a 6f non-cordis sheath introducer and pre-dilation with a non-cordis balloon catheter, the powerflex pro was delivered to and inflated at the lesion to six atmospheres for thirty seconds to further dilate the target vessel. The device was inflated one time. The balloon catheter appeared to deflate properly. However, when the physician attempted to remove the powerflex pro, it got stuck with the sheath introducer and could not be retrieved. The balloon catheter and sheath were removed as a unit and the procedure was successfully completed. The device was stored and handled according to the IFU. The device did not kink or bend at any time prior to the resistance/friction. The devices used with the product did not kink or bend at any time. There was no reported product issue with the sheath used. There was no problem inserting/advancing the device through the sheath used. It is unknown if the balloon catheter re-wrapped properly. There was no difficulty tracking through the vasculature. Fal: one non sterile catheter power flex pro (pf pro) 10.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. The balloon was not inflated. There were blood residues observed in the returned device. No other anomalies were observed in the returned device. Unknown catheter sheath introducer was received with the returned device. Several kinks and bent were noted in the returned catheter sheath introducer at 8.0cm, 12.0cm and 13.0cm from distal end. Dimensional analysis for od proximal seal could be performed using the vernier as go ¿ no go at 2.05 mm, and the od proximal seal was found within dimensional specification since the od could be passed the 2.05mm. Insertion/withdrawal test was done with pf pro device and lab. Sample of csi avanti 6fr and the balloon crossed through the csi without difficulty. Negative pressure was applied to the balloon with an in deflator. Insertion/withdrawal test could not be performed with pf pro device and unknown catheter sheath introducer returned since resistance was felt due to kinks and bent in the body shaft of catheter sheath introducer returned. Review of DHR for lot 17017307 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿pta system resistance/friction-outer body¿ and ¿pta system withdrawal difficulty-through guide/sheath¿ was not confirmed as the device performed as intended when tested with a lab sample sheath introducer and the od proximal balloon seal was found within specification. The exact cause of the difficulty experienced by the customer could not be determined. However, based upon the analysis, kinks found in the sheath may have contributed to the reported issue. Neither the DHR nor the analysis suggests that the resistance experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Concomitant devices: 6f terumo sheath, 6mm angiosculpt volcano balloon catheter.

Manufacturer narrative:
Additional information was received. The procedure was successfully completed. The device was stored and handled according to the IFU. The device did not kink or bend at any time prior to the resistance/friction. The devices used with the product did not kink or bend at any time. There was no reported product issue with the sheath used. There was no problem inserting/advancing the device through the sheath used. The device was inflated one time. The maximum inflation pressure was 6 atmospheres (atm) for 30 seconds. The balloon catheter appeared to deflate properly. It is unknown if the balloon catheter re-wrapped properly. There was no difficulty tracking through the vasculature. The lesion was not tortuous. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.